Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome was reported as stable. (B)(4) captures issues occurred during the revision surgery. (B)(4) addresses the revision surgery due to backed out screws causing pseudo kyphosis.

Manufacturer narrative:
No patient information available for reporting. Additional product codes: mnh, nkb, kwp, kwq. Devices are not considered implanted or explanted. Surgeon is initial reporter; no further contact information is available. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a spine fusion revision procedure occurred on (B)(6) 2018 due to universal spine system (ussii) screw back out and pseudopsychosis from c7 to t2 . The surgeon planned to use the universal spine system (ussii) for the revision. The surgical plan was changed to using the universal reduction screw (urs) system for this surgery. This change happens when surgeon would want to tighten the locking screw to the screws. The surgeon found when they used the torque screw driver intraoperatively to tighten the urs set screws (locking caps), the set screws (locking caps) wouldn't sit securely on the screw head. The urs screw set would not assemble securely then broke in the process and created fine fragments. Surgeons had changed the urs set screws with the new ones but the results was the same. The surgeon tried using eleven (11) urs set screws (locking caps) for six (6) urs screws , but was worried about the locking, so decided to removed all urs screws and urs locking caps. The surgeon had difficulty assembling screws with plate (rod). The surgeon then used the current ussii system to complete the revision surgery. The set screws (locking caps) and locking screws from the urs were all discarded. Surgical delay was 1 hour. Patient status is unknown. This complaint involves 18 parts. We split the complaint: (B)(4) captures: 8 locking caps (part: 04.636.001), 1 urs (part: 04.636.530), 1 torque limiting handle (part: 03.620.061). (B)(4)" 3 locking caps (part: 04.636.001), 3 urs (part: 04.636.530), 2 urs (part: 04.636.425). Concomitant devices: rod (part unknown, lot unknown, qty unknown). This is report 1 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number:04.636.001 lot number: 9913518 manufacturing location: mezzovico release to warehouse date: 07 april 2016 no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition.,: customer quality conducted an investigation of the returned device. Because of the existing wear of use and damage on all received parts as well as the removed or broken of tabs on the urs screws, the dimensions cannot be checked to post-manufacturing tolerances anymore. All parts were sent to the responsible department spine sustaining engineering oberdorf for a product development event investigation. This complaint involves 18 parts. Due to unity capacity input requirement two complaints were opened: (B)(4) : 8 locking caps (part: 04. 636.001) , 1 urs (part: 04.636.530) , 1 torque limiting handle (part: 03 .620.061), (B)(4) : 3 locking caps (part: 04.636.001), 3 urs (part: 04.636.530) , 2 urs (part: 04.636.425) , returned from customer: 1 torque limiting handle 10nm; art. No. 03.636.061, 1 lot I UDI no.(B)(4), 11 locking caps f/urs; art. No. 04.636.001 , 1 lot/ UDI no. (B)(4), 1 lot/ UDI no.(B)(4), 5 lot/ UDI no. (B)(4), 1 lot/ UDI no. (B)(4), 2 lot/ UDI no. (B)(4), 1 lot/ UDI no.(B)(4), 2 urs 04 l25; art. No. 04.636.425 , 1 lot/ UDI no. (B)(4), 1 lot/ UDI no. (B)(4), 4 urs 05 l30; art. No. 04.636.530, 3 lot/ UDI no. (B)(4), 1 lot/ UDI no.(B)(4). The torque limiting handle 10nm is in a sound condition and shows no signs of wear and tear. The coupling mechanism to the screwdriver works as intended. A non-destructive test was done by the power tools outside us complaint handling unit. Results can be found in unity. The urs screws were returned with removed/broken tabs. The threads and heads of the screws are in a sound condition and show normal signs of use. As showed in image 1 and 3 (see red circle and arrow) the locking caps were screwed in below the predetermined breaking point. The scratches, inner threads and the spherical part of the screw indicate to this. In total eleven two step locking caps were returned. All outer threads show strong signs of wear and tear. With the information provided in the complaint description a clear statement cannot be made. Usually the tabs should not break if all steps are followed according to the surgical technique guide. Therefore, only assumptions can be made. E.g. If the counter torque instrument (art. No. 03.636 .007) was not used, with increasing force the tabs will spread outwards and finally break. Another reason for this complaint could be, that the locking caps were not screwed in correctly. As mentioned in the complaint description the fine metal wires when turning them out would indicate to this. Conclusion as mentioned above, a clear statement cannot be made. It can be assumed that not all steps were performed according the surgical technique guide. Therefore, a design issue can be excluded for the complaint events pc -(B)(4). The risk assessment for urs was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.